Event description:
The customer reported that towards the end of a hysterectomy, the jaws of the device did not open. The device was cut from tissue. There was not patient injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.